Event description:
A pt reported blood glucose results of "239 mg/dl and 293 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt was using the same finger stick for more than one test. The customer care rep walked the pt through two consecutive blood glucose tests and obtained results of 245 mg/dl and 323 mg/dl. The meter is being replaced.